Event description:
The customer reported that the flow sensor connector would not latch into the flow sensor port fully. The customer reported the flow sensor connector could slide in, however with a mild pulling force it would slip out. The ventilator was not in use at the time of the reported problem, therefore there was no patient harm or involvement. When a flow sensor line disconnection occurs during normal ventilation, the ventilator will activate an audible and visual alarm, and open the safety and exhalation valves which allows the patient to breathe through the system. When the safety valve is open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display. The ventilator automatically resets the alarm and operation of the ventilator when the flow sensor line is reconnected.

Manufacturer narrative:
(B)(4).